Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with a pocket infection. According to the patient's chart, the pocket wound never healed. The system was removed. The patient is recovering.

Event description:
Related manufacturer reference number: 2938836-2019-03445, 2938836-2019-03449. It was reported that the patient presented with a pocket infection. According to the patient's chart, the pocket wound never healed. The system was removed. The patient is recovering.